Manufacturer narrative:
The lcx was treated during the index procedure. Cec adjudicated that the previously reported stent thrombosis and myocardial infarction were related to the resolute integrity device. Correction to date of implant. Index is year valid only, day and month is unknown.

Manufacturer narrative:
The patients is an ex- smoker with a history of hypertension, hyperlipidemia, diabetes, family history of coronary artery disease, previous CABG and previous pci. The investigator has indicated that the previously reported stent thrombosis and myocardial infarction were related to the resolute integrity device. Patient was treated with medication. The patient was on aspirin and clopidogrel at the time of the stent thrombosis and myocardial infarction. Date of implant has been confirmed.

Manufacturer narrative:
(B)(4).

Event description:
One resolute integrity drug eluting stent was implanted during index procedure. It was reported approximately 5 days post index procedure, patient presented with chest pain and emergency cag was performed. Stent thrombosis was detected in the previously implanted stent. Cec have adjudicated that a definite stent thrombosis, arc definite occurred. It is reported that the patient also suffered an mi on same day. Cec have adjudicated mi (target vessel), mdt extended historical spontaneous and arc.